Event description:
During the drawing phase of treatment (photopheresis proceder), there were air bubbles noted that were seeping into the filter at the t connector where the saline joins the return line. The filter too became filled with air. The air dectected alarms were raised and the treatment aborted. There was a manual return of blood infused into the pt without incident. A new cellex kit with a different cellex machine was reprimed.